Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2010-05545. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 80% stenosed eccentric and de novo lesion was located in a non tortuous and severely calcified proximal left anterior descending (lad) artery. The lesion length was 16mm with a vessel diameter of 3.0mm. During the platform testing, the 325cm floppy rotawire guide wire fractured. The procedure was successfully completed with another burr and guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the unit was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as 2134265-2010-05545. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 80% stenosed eccentric and de novo lesion was located in a non tortuous and severely calcified proximal left anterior descending (lad) artery. The lesion length was 16mm with a vessel diameter of 3.0mm. During the platform testing, the 325cm floppy rotawire guide wire fractured. The procedure was successfully completed with another burr and guide wire. No patient complications were reported and the patient's status is stable.